Event description:
The customer reported to olympus, the insertion tube of the gastrointestinal videoscope was scratched. The device was returned for evaluation. During the device evaluation, a foreign object was found inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to foreign material remaining in the device. Based on the results of the investigation, the cause of the remaining foreign material could not be determined and it was not possible to determine what the material was. A definitive root cause could not be identified. The event could be detected/prevented according to the instructions for use (IFU): the "preparation and inspection¿ chapter of the operation manual describes the methods for detection. The "reprocessing the endoscope (and related reprocessing accessories)¿ chapter of the reprocessing manual describes the methods for prevention. Olympus will continue to monitor the field performance of this device. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the tube was scratched due to handling, angulation in the up direction did not meet the standard value and the play of the up/down angulation knob was out of standard due to wear of the angle wire, the bending tube was deformed due to physical stress, the adhesive on the bending section cover was chipped due to stress, the adhesive around the objective and light guide lenses was peeled, the connecting tube was dented due to handling, the objective lens had a chip due to handling, the scope connector cover, scope connector, the universal cord protector on the control section side, the distal end cover, grip, control unit, forceps elevator lever, forceps elevator knob, up/down angulation knob, right/left angulation knob, switch box, and the universal cord protector on the scope connector side were scratched due to handling, the universal cord was wrinkled and scratched, the forceps channel port and suction cylinder were shaved, and the control unit was discolored due to handling. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur.